Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than a month after the dental implant was placed in ada site 21, the implant had not achieved osseointegration in type iii bone. Clinician reports placement occurred adjacent to an endodontic tooth, poor bone qual/qty., bone loss, pain, mobility and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported less than a month after the dental implant was placed in ada site 21, the implant had not achieved osseointegration in type iii bone. Clinician reports placement occurred adjacent to an endodontic tooth, poor bone qual/qty., bone loss, pain, mobility and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.